Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the silicon coating of the side and top of the cold jaw boot had peeled and detached. The remaining part of the coating on the top of the boot was peeling. There was no blood and no signs of clinical usage. Based upon the received condition of the unit, the reported complaint, "silicon jaw boot cracked/damaged" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon inspection of vasoview hemopro tissue welder device prior to use in the case, the harvester noticed the silicon on the lower jaw of the device was cracked/damaged. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.